Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female patient who used poligrip for 10 plus years as a denture adhesive. A physician or other health care professional has not verified this report. In 2001, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced neuropathy and copper low. This case was assessed as medical serious by gsk. Treatment with poligrip was continued. At the time of reporting, the outcome of the events was unknown. According to the legal complaint, the patient used poligrip from 2001 until the present time. Diagnosis included confirmed low copper and neuropathy. The patient complained of serious fatigue, sharp pain, sharp tingling, loss of balance, and she dropped things. Medical records confirmed a connection between copper deficiency and denture cream. The manufacturer's report number for this case is 9681138-2015-00015. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available.

Manufacturer narrative:
(B)(4).